Manufacturer narrative:
Optical test in the first step of our investigations we have a visual inspection carried out. Deformations or similar damage we could do not notice. 3.5. Penetration test in order to check a possible blockage of the valve, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. 3.6. Verstelltest in the further course of our investigations, we have at the valve tries all pressure levels up and down in 5-step increments adjust. Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The braking function could be proven positive. The measured values of the braking force are within the permissible tolerance. Result at the beginning of our investigations, we first have an optical test performed on the valve. The investigation could not prove deformation or other damage. In the further course, we have the progav 2.0 positive for permeability tested. To closer the suspicion of "non-adjustability" we have carried out an adjustment test on the valve. The valve was in the entire pressure step range of 0 cmh2o to 20 set cmh2o in increments of 5 (figure 2-6). The braking function could also be proven positively. The measured values of the braking force measurement were within the permissible limits tolerance. For further examination results we have the shunt assistant also examined. Visually, no apparent abnormalities are noted. In addition, the shunt assistant was put on in the same way permeability tested. The investigation has revealed that the valve is also permeable. To verify that the valves studied here are known risks of hydrocephalus therapy were influenced, such as by natural cerebrospinal substances (protein, blood or tissue particles) 1 2, we have the progav 2.0 as well as the shuntassistant finally opened. As can be seen in figures 7 and 8, inside both valves could deposits are found. We suspect that it is due to the proven deposits in the past temporarily to one impairment of the shuntsystem's could have come.

Event description:
As part of a comprehensive complaint review were determined that this event was assessed and reported appropriately, the follow-up MDR was submitted with an incorrect MDR ID (ref. MDR ID 3004421439-2017-00008). Therefore, the investigation results will be re-submitted with the correct MDR ID.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It is reported that the valve is not adjustable.